Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor unable to power on) was confirmed. As received, the monitor was unable to power on. Upon investigation, crystal oscillator y500 was found to be defective on the computer analog board. The cause of this inability to power on was the defective y500. The root cause of the defective y500 was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was unable to power on.